Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found no image. Based on the results of the investigation, it is most likely that while the user was handling the device, the bending section cover and biopsy channel leaked, which could lead to water invasion of the device, causing abnormality of electronic parts. However, the root cause of the reportable malfunction could not be determined. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. This issue is addressed in the instructions for use (IFU): important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted."

Event description:
It was reported, the bronchovideoscope had no image. The issue occurred during reprocessing. There were no reports of patient harm.